Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the programmer stylus pen cannot be calibrated. Stylus and arrow do not align. Can select, but it is difficult due to it is off about a inch and a half. Overlay found out of electrical specification. Concomitant medical products: 229047, analyzer. (B)(4).

Event description:
It was reported the programmer stylus pen cannot be calibrated. The stylus pen was changed to a new pen and the calibration program ran three times and it still is off. The programmer was returned for repair. There was no patient involvement indicated.